Manufacturer narrative:
The insulin pump was received with no unexpected check settings alarms, alarms or reset anomalies during testing. The insulin pump passed error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in spec. External flash crc error alarmed during pump self-test and off no power test due to moisture damage on all electronic assemblies. The pump was received with minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of external flash crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that all her settings were erased. The customer was able to rewind the pump and it gave a check settings alarm. The customer was assisted with rewinding the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.